Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the device noted the coil and its interlocking arm were detached. In addition, the coil was observed to be kinked and stretched. No damage was noted on the zap tip shape and surface of the coil. The interlocking arm of the coil was not inspected as it was detached. Inspection of the coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as although it was reported that continuous flushing was performed; device analysis noted considerable amount of blood in fibers and in the section of the interlocking arm. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable on analysis completed on 20july2017 it was reported that coil became stuck inside the catheter. The target area was located in the mildly tortuous and non calcified internal iliac artery (iia). A 15mm x 40cm interlock¿-35 was selected for use. During procedure, the coil was inserted in the imager 2 catheter with continuous flushing; however, it was noted that the coil became stuck inside the catheter. The procedure was completed with another of the same coil. There were no patient complications reported. However, returned analysis revealed the interlocking arm was detached. It was further reported on (B)(6)2017 that the event description was not translated into english correctly and the event was when the coil was inserted into the imager 2 catheter, it got detached inside the catheter.